Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knob was retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, at the 1st firing the surgeon was able to press the green button, but were unable to squeeze the handle the device did not fire. The reload was replaced with a new one, but the same problem occurred. The surgeon then replaced the handle and tried new reloads and it worked, they then tried the previous reloads and the device didn't work. The procedure was extended by more than 30 minutes due to device problem. There was no patient injury.